Manufacturer narrative:
The device was returned to our us facility on january 29, 2026. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
The event occurred in canada. According to the event description metal part has broken off there is no information that the event caused a harm or serious injury to patient, user or third.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).